Event description:
The facility representative reported to baxter a clearlink secondary medication set that leaked from the drip chamber. The nurse at the facility believed that the drip chamber was not fused closed or had a leak in the seal. This event occurred during infusion. There was patient involvement, however there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Sample evaluation: a sample was available for evaluation. A function test revealed a slow leak at the bond location between the tubing and outlet port of the drip chamber, confirming the reported condition. A visual inspection under a microscope revealed a void at the bond location; no cuts or holes were found. The root cause was identified to be insufficient solvent bonding of the tubing and outlet port. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.